Manufacturer narrative:
Product was not returned, so complaint could not be verified. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. Event problem and evaluation codes: updated

Manufacturer narrative:
The investigation determined the most probable cause to be a defective main board, however this cannot be confirmed as no product was returned for investigation. Two statements were submitted in error on previous report regarding device history record (DHR) review. Correct statement pertaining to DHR review: product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed., corrected data: see h10

Event description:
It was reported that the patient came in to have pump refilled and pump began alarming with red screen and four triangles on screen with error code 45169. The pump is beeping even with batteries out, they have been inserted and removed several times. Tried another pump and it is doing the same thing with the error message and batteries out. A third pump was assigned to the patient. Patient not adversely effected. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.